Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial ingrowth in the left eye (os) at month post enhancement. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision and felt that is was not good enough in the os. Patient reported symptoms are not interfering with daily activities. On (B)(6) 2018 a flap lift and scrape was performed. Patient returned for follow up visits on (B)(6) 2018 and (B)(6) 2018 and there was no additional ingrowth noted. The patient's symptoms resolved on (B)(6) 2018. Bcva from (B)(6) 2017: right eye pre-op: 20/20, -2.75 x -.25 x 155. Left eye pre-op: 20/20, -3.50 x -.50 x 148. Bcva from (B)(6) 2018: left eye pre-op: 20/20, 1.50 x -1.00 x 15. This report is for the visx laser equipment. A separate report will be submitted for the femto laser equipment.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 9/20/2006, however the correct date is 06/26/2008. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.